Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No software error detected alarms occurred during testing however, the formatted history file confirmed software error detected alarm, line number 664 file number 172, due to software error. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of software error detected. The customer's blood glucose value was unknown while sensor reading was 116 mg/dl. The customer reported pump error in the pump history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.